Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6085116. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported after a nurse injected contrast media into a patient using a bd pegasus¿ safety closed IV catheter system, blood leaked from the septum. There was no report of injury or medical intervention.